Event description:
It was reported that, during preventive maintenance the fst identified the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1 (contact office, contact person - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d5, e1 (event site email), g2. The fse replaced the drive manifold assembly and performed a full functional and safety test. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned unit to customer.

Event description:
N/a